Manufacturer narrative:
(B)(4). A vyaire field service representative went onsite and evaluated the device. The problem reported by the customer, screen was blank, was confirmed and the uim was replaced. The unit has passed all test, calibrations and is working to manufacturer specifications. The uim was returned to the vyaire factory service dept. Who performed an investigation. It was noted when the uim was received, the screen was severely damaged. There were four scratches about 4 inches long in the middle of the screen. Additionally, the uim had a broken back bezel. The reported issue was duplicated as the uim remained blank when the unit was switched on. The technician attempted to reload the software but was unable to initiate the software loading process as it would not activate. The unit was scrapped due to the unit is no longer supported by factory service and/or factory service no longer has the components available to refurbish the unit. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
Vyaire complaint #: (B)(4). At this time, vyaire has not received the suspect device/component for evaluation. Any additional information received regarding this complaint will be submitted in a follow-up report.

Event description:
It was reported to vyaire that the uim on the avea ventilator is black when it is powered up. The customer stated there was no patient involvement.